Manufacturer narrative:
Continuation of d10: dvea3e4 ev ICD; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant the patient received an inappropriate shock due to myopotential/noise oversensing on the extravascular (ev) lead. An x-ray did not show any lead displacement and no evidence of pleural placement. Noise induction test showed myopotentials oversensing when using unipolar vectors. It was also noted that the day after implant the ev lead showed poor sensing in all vectors. The ev lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in clinic six weeks post implant. All sensing vectors were assessed and presented muscular noises during provocative and isometric maneuvers. It was reported that the morphology vector was reprogrammed to better discriminate noise.